Event description:
It was reported patient experienced ineffective therapy due to l1 lead fractured and l2 lead migrated and confirmed via fluoroscopy. As such surgical intervention was undertaken on (B)(6) 2025 , wherein the leads were unable to be explanted and therefore two new leads were placed, thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.